Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose levels of up to 147 mg/dl, which was addressed by delivering a bolus. Customer believes that the cause of the bg level was due to an issue with the pump. However, the specific cause could not be provided. Tandem technical support reviewed the pump data logs with the customer; however, disagreed with the pump logs. Reportedly, the customer consulted with healthcare provider and regional sales manager for additional education.